Manufacturer narrative:
(B)(4). Batch # m9384v. The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was damaged at the retention pin area. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, "tissue slip out of jaw, could not fixed in jaw, customer had the feeling fix part of jaw had lash. No error code on display. No further information is available." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.